Event description:
As reported by an end user, the customer cut herself on the box. The end-user states that the edges of the new white boxes are razor sharp but that was not a problem with the old blue boxes. After a few days inflammation occurred in the wound and the customer was treated with penicillin by the doctor. The customer has cut herself twice on the new boxes and both times she had to be treated with penicillin by her doctor.

Manufacturer narrative:
It is unclear if the device is available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.